Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. No damage was found on the isolation tape. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip and minor scratches and cracks on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming low battery and had a blank display. Customer stated they could not recall any significant events that lead to the alarm, but the device continuously alarmed after they had inserted new batteries. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer states device continued to alarm and display did not return. Customer's blood glucose level was 132 mg/dl at time of reporting. Nothing further reported.